Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. The review of system log files showed power supply related error. Upon troubleshooting, the philips field service engineer (fse) found that the power supply was defective. To resolve the issue, the fse replaced the power supply, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.